Event description:
The manufacturer received reports indicating that the device suddenly began making a rattling sound and then powered off. When the patient attempted to turn it on again, the same issue occurred, along with a noticeable burning smell. The device will be sent to pil for further evaluation.there is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information indicating that the device suddenly began making a rattling sound and then powered off. When the patient attempted to turn it on again, the same issue occurred, along with a noticeable burning smell. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation at product investigation), pil was not able to confirm the complaint of something rattling or of a burning smell, but pil was able to confirm that the device stopped working or would not run therapy. Pil also observed a very strong tobacco odor. Addtionally,pil observed black contamination and there was a black type of liquid on the bottom of the blower box, that was most likely from tobacco residue coming out of the blower motor. The blower box sound abatement foam had a brown tint to it, most likely from tobacco. Most likely, the source of contamination was external to the device.